Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Final analysis found that the insulation was abraded at 81.5 cm - 81.8 cm and 82.5 cm - 82.6 cm from the connector pin.